Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness. It was also reported that the right ventricular (rv) lead exhibited high impedance, high thresholds and intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.